Event description:
The customer reported the system will not activate live fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, gib battery, and reloaded calibration files. System operates as intended. (B)(4).